Manufacturer narrative:
It was a reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade requiring pericardiocentesis. Ablation of a pvc located near the mitral valve annulus. After the 3rd ablation, a pericardial effusion was present. No force warnings or impedance jumps occurred during ablation. The incident was handled and resolved by the physician. No surgery delay due to reported event. Procedure was successfully completed. No fragments were generated. Patient required pericardiocentesis. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31047028l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was a reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade requiring pericardiocentesis. Ablation of a pvc located near the mitral valve annulus. After the 3rd ablation, a pericardial effusion was present. No force warnings or impedance jumps occurred during ablation. The incident was handled and resolved by the physician. No surgery delay due to reported event. Procedure was successfully completed. No fragments were generated. Patient required pericardiocentesis. The physician's opinion on the cause of the adverse event was anatomy, perhaps - near mitral valve. Patient was reported to have fully recovered with no residual effects. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event: anatomy perhaps - near mitral valve. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-oct-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was a reported that a patient underwent premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade requiring pericardiocentesis. Ablation of a pvc located near the mitral valve annulus. After the 3rd ablation, a pericardial effusion was present. No force warnings or impedance jumps occurred during ablation. The incident was handled and resolved by the physician. No surgery delay due to reported event. Procedure was successfully completed. No fragments were generated. Patient required pericardiocentesis. The physician's opinion on the cause of the adverse event was anatomy, perhaps - near mitral valve. Patient was reported to have fully recovered with no residual effects. The patient did not require extended hospitalization because of the adverse event. Force visualization features used included graph, dashboard, vector and visitag. Parameters used for stability with visitag module were max distance 3mm, min time 3 sec, force over time (fot) 25% with min force 3 grams. No additional filter used with the vistitag. Color options used were time - max 30 sec to red. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The issue occurred during ablation phase, during use of bwi porducts. Flow setting of irrigated catheter: 8-15.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).